Event description:
The patient's meter was displaying the battery symbol after replacing the battery. The patient stated that the last time they were able to test on the meter was 07/2004. The patient phoned their medical professional for advice. No treatment was given. The issue was not resolved with troubleshooting. Based on the information provided, there is evidence of a meter malfunction. However, there is no evidence of the meter contributing to a serious injury. The meter is being replaced for the patient.